Event description:
The customer reported that poor washing occurred during set-up/inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.